Event description:
(B)(4), the bd 100cc short and long needle syringes I was dispensed appear to have a defect that causes air bubbles to stay in syringe and cannot be released/dispelled from syringes. Repeat testing of random syringes from box and packages in box had the same outcome.. Wasted insulin and syringes due to air bubbles. All proper procedures insulin bottle placing proper air into insulin bottle, inserting syringe, pulling back for dosage was followed each and every time. This is a medical alert and very dangerous as any person inserting air into the body could die. I tested about 15 different syringes and results were each time. (B)(6) said I could not return rx once I left the pharmacy. Reported this to (B)(6) as well. Exact date uncertain but would have been last syringe dispense date at (B)(6).